Manufacturer narrative:
The hot shears tip cover accessory was discarded by the site and not returned for evaluation. The failure mode related to the customer reported complaint can not be verified.

Event description:
It was reported that during a prostatectomy procedure the tip cover accessory being used with the monopolar curved scissors instrument cracked down the middle and fell into the patient. This occurred after 1.5 hours of use and while the physician was attempting to transect the bladder neck. The procedure was successfully completed without significant delay by replacing the instrument and tip cover with an instrument and tip cover of the same type. The removed tip cover was discarded at the site. No additional information has been reported. No patient harm, adverse outcome of injury was reported.